Event description:
The rotator of the map150 in the kit broke during shunt pta (percutaneous transluminal angioplasty). There was no harm or injury reported.

Manufacturer narrative:
Device eval: the device has not been returned for eval/investigation. A review of the device history record did not reveal any exception documents. Eval: method: device history record was reviewed. Conclusion: a follow-up report will be submitted when the eval is completed.